Event description:
A user facility returned the olympus, model clv-s400, visera 4k uhd xenon light source to olympus for repair due to a report that error code "e214" occurred. The problem, as reported to olympus, was identified during preparation for use. There was no patient injury, associated with the problem, reported to olympus. Upon inspection and testing of the returned device, error "e111" occurred. This report is submitted due to the error "e111."

Manufacturer narrative:
The suspect device was returned to olympus and evaluated. The reported problem of e214 error was confirmed. In addition, e111 error occurred. The evaluation noted a damaged spare lamp cable socket connection. In addition, a non-olympus lamp was found installed in the unit. The investigation is ongoing and the definitive root cause of the reported event cannot be determined at this time. If additional information becomes available, this report will be supplemented accordingly.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the approved final investigation. Section b5 was corrected. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it is possible that error code e214 occurred due to damage to the spare lamp cable socket connection. However, the definitive root cause of the error code e214 could not be determined. Olympus will continue to monitor field performance for this device.

Event description:
There was no report of an e111 error code. The report was submitted for the e214 error code which occurred because the spare lamp cable socket connection was damaged.